Event description:
It was reported via user facility medwatch that during an atrial flutter ablation procedure, skiving occurred. The 63cm sl1 8.5f sheath was used with a non-sjm transseptal needle to obtain access to the left atrium. Upon removal of the dilator, a small piece of plastic was noted on the end of the dilator. The sheath was not punctured. There were no consequences to the pt.

Manufacturer narrative:
(B)(4).